Manufacturer narrative:
This report is submitted on october 31, 2019.

Event description:
Per the surgeon, the patient has experience two infections at the wound site. It is unknown what treatment was administered for the infection. The implant remains in-situ.